Event description:
During an ultrasound guided biopsy, a biopsy device failed. The radiologist fired the biopsy device to take the first sample, but when they went to collect the sample, we realized nothing was collected. The device did not slide forward all the way to cut a piece of tissue. A new biopsy needle was used, and the procedure went smoothly after that. There were no issues with the new device.